Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the right ventricular lead was found to have probable lead fracture. The lead fracture was confirmed on fluoroscopy. The fracture was likely known in the past as the patient's device pacing was already turned off. The patient presented in clinic for lead extraction on (B)(6) 2021. During the case, the lead fell apart in 2 places. Only the proximal portion of the lead was able to be taken out. The patient was stable.

Manufacturer narrative:
As received, a partial lead connector portion was returned in one piece and was measured to be 24.7 cm. Analysis of the lead found all the inner coil filars to be fractured proximal to suture sleeve tie impression. The cause of the reported events for inadequate capture and high pacing impedance was due to the fracture of all the filars of the inner coil.

Event description:
Additional information received noted the right ventricular lead exhibited high pacing threshold and high lead impedance as well.